Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report being in close contact with some machinery/equipment and had a ¿dizzy spell¿ that terminated once the patient moved away from the equipment. Patient was concerned about potential electromagnetic interference (emi). The device remains in use. No further patient complications have been reported as a result of this event.